Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch sensor was not securely fastened. A field service engineer removed housing and secured sensor successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they obtained the medication from the pharmacy. There were no adverse events or injuries reported based on this event.